Manufacturer narrative:
Device used for treatment, not diagnosis. Device is an instrument and not implanted or explanted. A device history review and evaluation was performed and manufacturing records were reviewed and concluded: no complaint related issues were found.

Event description:
It was reported during re-stocking tha the package for part number 294.771 contained part number 294769. This report is 1 of 1 for complaint (B)(4).